Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: - did the event occurr 5 times during the same or multiple procedures? - if multiple, please indicate how many and how often per procedure. Please indicate per procedure: - when did the needle pull-off occur: was the needle separated during dispensing, but before use on the patient? Or was the needle prematurely released from the suture strand during use on the patient? - did the reported issue contribute to any patient adverse consequences? -could you please provide the lot #? -please clarify how the procedure was completed: -please provide the source or title of external person providing answers to follow-up: - did the reported issue contribute to any patient adverse consequences? \could you please provide the lot #? Please clarify how the procedure was completed: please provide the source or title of external person providing answers to follow-up: the manufacturing records could not be reviewed as the batch/lot number is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the needle pulled off. No adverse patient consequences were reported. Additional information was requested.